Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in (B)(6) 2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed a blood glucose testing with his contour next meter and obtained a reading of 29 mg/dl at 11:12 a.m. The customer did not present any symptoms of hypoglycemia associated with the reading. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.